Event description:
The fse reported an overload fault error message. This error message causes the system to shut down, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv tank was evaluated and replaced. The system was tested and found to be working as intended and returned to service.